Manufacturer narrative:
Citation: philipsen te et al. Brachiocephalic artery access in tavi: a safe and feasible alternative for retrograde access. Cardiology. 2014 may;128(2). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding brachiocephalic artery access in transcatheter aortic valve implantation (tavi). All data were collected from a single center. The study population included 15 patients (predominantly male; mean age 79 years), all of which were implanted with medtronic corevalve (serial numbers not provided) via the brachiocephalic artery access. The procedural success rate was 100 % with no intraprocedural mortality, no conversion to open surgery, and all valves well positioned. Two patients required a permanent pacemaker within two days post-tavi because of new third-degree atrio-ventricular block. Echocardiography at discharge showed one mild to moderate paravalvular aortic valve insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.